Event description:
It was reported to boston scientific corporation on december 24, 2008 that a resolution clip device was used during a procedure performed in 2008. According to the complainant, the clip "fell off in the patient after deployment." The procedure was completed with another resolution clip device. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.